Manufacturer narrative:
Device evaluation: during the technical inspection, the error description provided by the customer was partially confirmed, and further defects were detected. In total the following defects were detected: · led lights up dimly · blade damaged · adhesive points on camera head worn · housing worn the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and can cause the light to flicker and the image to fail. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the picture stops working or there is no picture at all, the two light leds flicker and are too dark. No negative impact in state of health reported.